Manufacturer narrative:
The device was not returned to zoll medical corporation; the device's pace/defib engine board was removed and returned for this 9 year old device. The malfunction was duplicated and attributed to a damaged solder joint on a transformer pin located on the pace/defib engine board. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
This supplemental medwatch report is correcting information submitted on the initial medwatch report. This report was inadvertently submitted as a patient event. It was determined the information provided was not of a (B)(6) year old patient; but a 9 year old device.

Event description:
Complainant alleged that during biomed testing, the device displayed "defib fault 72" and "defib fault 76" messages. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a (B)(6) year-old-patient (gender unknown), the device displayed "defib fault 72" and "defib fault 76" messages. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.